Event description:
It was reported that the user could not "receive transmitter data on (the) cic." The cic (central station) was reportedly monitoring telemetry pts at the time of the failure. No error messages or warnings were provided. The system was reportedly down for approx 40 hours. No death or injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.